Manufacturer narrative:
The field service engineer replaced probes and made adjustments, replaced a solenoid valve, and controls were run successfully. The investigation is ongoing.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for approximately 200 patient samples with a cobas 8000 c702 module. The reporter stated they were having ongoing calibration issues due to errors or the calibration failing the first time and then passing when repeated. The reporter provided the following example of questionable results for one patient sample: the initial result was 1.92 mmol/l. The repeated result was 0.84 mmol/l. The questionable results were reported outside of the laboratory. The doctors were advised of the amended results. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. A reagent issue could be excluded.